Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were made.